Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an epic biliary endoscopic stent was implanted to treat a malignant hilar stricture in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with bilateral stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was deployed successfully; however, there was resistance when the delivery system was attempted to be removed. The physician pulled on the catheter with force in an attempt to remove the delivery system until the physician heard the device break and it was observed endoscopically that the orange transition zone of the inner sheath broke and was stuck inside the cbd. The physician attempted to remove the inner sheath with rat tooth forceps, a snare, and biopsy forceps but all were unsuccessful and the inner sheath remains inside the patient. Reportedly, the original stent remains implanted and the procedure was completed. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.